Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary interventional procedure, a stent explantation and dissection occurred. The lesion being treated was located at a bifurcation of the circumflex (cx) and obtuse marginal (om) arteries. Following predilation of the cx artery, another manufacturer's stent was unable to be advanced. Therefore, the 2.5 x 6mm ultra2 cutting balloon was advanced and inflated 5 times to a maximum of 6 atms for a maximum of 39 seconds. During removal of the ultra2 cutting balloon, the blade caught on a previously placed stent proximal to the area of treatment, and the stent was explanted during removal of the ultra2 cutting balloon. Blood flow in the om was restricted, and a dissection was noted. Several other manufacturer stents were then deployed. Patient status was reported as 'fine' with no further complications.